Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 400mg/dl. It was reported that the pump reset unexpectedly. Additionally, customer has pancreatic cancer which makes managing bg levels difficult, and customer consumed too many carbohydrates for a prior bg level. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, and customer was given a stent to assist with food digestion. Reportedly, the customer was released on (B)(6) 2022 with no permanent damage. It was not provided if bg issue was resolved as customer was still experiencing unrelated health effects.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 20 mg/dl to approximately 400mg/dl. The cause of the low bg was unknown; however, customer suspected the cause was due to a non-tandem continuous glucose monitor sensor issue. Subsequently, customer consumed too many carbohydrates to correct for the low bg, resulting in the elevated bg. In conjunction with consuming too many carbohydrates, customer has pancreatic cancer which makes managing bg levels difficult. Additionally, it was reported that the pump reset unexpectedly. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, and customer was given a stent to assist with food digestion. Reportedly, the customer was released on 10/6/22 with no permanent damage. It was not provided if bg issue was resolved as customer was still experiencing unrelated health effects. Tandem technical support was unable to confirm further information.